Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon size 7 right cemented femoral component; cat # unk_jr; lot # unknown, triathlon size 8 cemented baseplate; cat # unk_jr; lot # unknown, triathlon 35x10 asymmetric patella; cat # unk_jr; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
This pi is for the patient's right knee. In providing documentation for revision of the patient's left knee, an office note states that the patient has pain in their right knee as well (noted as 6 on a scale of 0-10). Surgeon has not reported any intention to revise the knee. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding pain involving an unknown triathlon insert was reported. The event was confirmed via clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: a review of the provided medical information by a clinical consultant indicated: "I can confirm that the patient did have bilateral primary total knee arthroplasty's since I was able to review the operation reports. I cannot confirm with certainty about the patient¿s revision since I have no operation report or other documentation such as office notes or x-rays. As to the root causes of flexion instability and patella delamination 10 years following primary total knee arthroplasty, they cannot be determined with certainty. Surgical technique factors, patient activity factors and bmi and implant factors can be considered. It is not uncommon for the knee ligaments to stretch out over time, especially at 10 years following surgery. Revision surgery as performed will usually correct this problem so that the patient can return to satisfactory function." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient is experiencing pain post-implantation. The event was confirmed via clinician review of the provided medical records. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for the patient's right knee. In providing documentation for revision of the patient's left knee, an office note states that the patient has pain in their right knee as well (noted as 6 on a scale of 0-10). Surgeon has not reported any intention to revise the knee. Rep confirmed that no further information will be released by the hospital or surgeon.